Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was returned by the customer. The customer complaint of component damage-no leak could be verified by investigation of the photo submitted. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined, however, previous evaluations for investigations with issues similar to this indicate that a user error when improperly loading the tubing set into the alaris pump. If the infusion set is not loaded by the top of the pumping segment first, excessive stretch of the pumping segment occurs and small tears can be created. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the IV tubing broke on the bd alaris¿ pump module smartsite¿ infusion set. The following information was provided by the initial reporter: IV tubing broke.

Manufacturer narrative:
H.6. Investigation: one photo was returned by the customer. The customer complaint of component damage-no leak could be verified by investigation of the photo submitted. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the IV tubing broke on the bd alaris¿ pump module smartsite¿ infusion set. The following information was provided by the initial reporter: IV tubing broke.